Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: (B)(6), 300-10-15 - equinoxe replicator plate 1.5mm o/s. (B)(6), 310-01-47 - equinoxe, humeral head short, 47mm (beta). (B)(6), 300-20-02 - equinox square torque define screw drive kit. (B)(6), 300-01-11 - equinoxe, humeral stem primary, press fit 11mm.

Event description:
As reported, approximately 9 years and 6 months post the initial right total shoulder arthroplasty, there was found to be humeral upward migration and anterior wear of the glenoid poly due to failure of the rotator cuff. Everything was removed and replaced by a reverse from a competitor company. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
"This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: h6. The revision reported is most likely the result of a rotator cuff failure resulting in proximal migration of the humeral side relative to the glenoid and subsequent prosthesis wear of the glenoid. However, the rotator cuff failure cannot be definitively confirmed from the provided information. Potential contributions of user-related issues to the event cannot be determined from the reported information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."